Event description:
The customer reported a possible hemolytic episode that occurred in 2007. The pt died approx 2 hrs after dialysis treatment was terminated. The laboratory results provided by the clinic stated that the "sample was grossly icteric", which would further suggest hepatic failure. It was determined by the hospital that the pt did not die of hemolysis as originally reported, but died of a massive gastrointestinal (gi) bleed.

Manufacturer narrative:
Gambro has found no evidence to suggest that any gambro device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of responsibility for the incident. This event is being reported as per gambro policy: all cases of pt's death within 24 hrs after end of the treatment are considered reportable regardless of any involvement of a gambro device.